Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the instrument had an unspecified issue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further details could be provided regarding the reported event.